Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial white screen display. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump display was flashing and white. The customer stated that there was no report of pump screen flashing when screen was turned on after being in sleep mode. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the lcd screen was faded white. It was even more faded along the very left side. Per visual inspection the circuitry located to the left of the lcd controller is cracked. Unable to perform the displacement, and self tests due to the damaged circuitry.